Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the right coronary artery. The physician was intervening on a prior dissection when a kinetix plus, jtip, guide wire became stuck in the subintimal, approximately 1cm of the guide wire's tip detached inside the patient. An unknown manufacture's stent was implanted over the detached tip and pressed it against the vessel wall. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the right coronary artery. The physician was intervening on a prior dissection when a kinetix plus, jtip, guide wire became stuck in the subintimal, approximately 1cm of the guide wire's tip detached inside the patient. An unknown manufacture's stent was implanted over the detached tip and pressed it against the vessel wall. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the kinetix plus guidewire was received with the core wire and high torque sleeve (hts) fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis, which confirms the reported separation. The remaining hts measured 6.5" long from the fracture to the adhesive ramp. Note: length measurement was obtained using a calibrated steel rule. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).